Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The reported high out-of-range pace impedance measurements are consistent with the observed fracture.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The stylet was inserted into the lead with force and bent at which time it was noted that the stylet was the improper length for the lead. Following insertion of the stylet the helix would not longer extend and high out-of-range pace impedance measurements were observed. The lead was extracted and the physician elected not to implant another ra lead as they did not wish to extend the procedure. No adverse patient effects were reported. Laboratory analysis did not identify any other anomalies.